Event description:
It was reported that the patient¿s implantable neurostimulator (ins) hadn¿t worked for her for over a year. It was further reported that the cause of the event was unknown. The reporter stated that the patient will have a bilateral buttock rechargeable generator replacement on (B)(6) 2013. Refer to manufacturing report # 3004209178-2013-16847 for additional information.

Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).